Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the cylinders will not hold position while tilted and will drift back down.